Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has been experiencing consistent auto-inflation after deflation. Troubleshooting measures were performed but were not successful. The ipp is currently implanted. There were no additional patient complications.